Manufacturer narrative:
(B)(6).

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was extremely challenging. A watchman double curve access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Upon deployment, this device was over compressed at 30-40%. This device was removed and a 20mm flx device was inserted. This device tugged out of the laa. At this time a pericardial effusion was noted. A pericardiocentesis was performed and 400ml of red liquid was removed. The 20mm flx device was removed and a watchman single curve access system was inserted along with a new 24mm flx device. Although the imaging was very challenging throughout the entire case, after the effusion was controlled, the laa was easier to image. The 24mm flx device was implanted with 20-28% compression and 1/3 shoulder in the 135 degree view. The imaging physician stated the patient had suffered a hematoma of the right ventricle and the laa was not perforated. No further treatment or intervention was needed for the effusion. The patient was stable and discharged.